Event description:
Three sample tubes were dropped by an advia workcell automation system prior to sampling by the instrument. One of the three patient samples had to be redrawn. No injury or exposure was reported. There are no reports of patient intervention or adverse health consequences due to the dropped tube.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the robot gripper circuit board to resolve the gripper errors reported by the customer. The cse also performed calibration of the robot to ensure the instrument is placing the tubes in the puck in the interface gate. The cause of the dropped tubes is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.